Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion. It was reported that the deployer felt heavy resistance when inserting a 5f sheath into a 5f mynxgrip vascular closure device (vcd). There was no reported patient injury. The mynx was discarded. There were no any damages or anomalies noted when removed from the package there were no any damages or anomalies noted when removed from the package. The device was prepped normally (i.e. Maintain negative pressure. The access site location was in the common femoral. The deployer was certified on to use the mynx devices. The mynx 9vcd) was prepped according to the instructions for use (IFU). There was resistance/friction experienced as the mynx vcd was advanced through the sheath. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1700302 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿grasp the handle and withdraw the balloon catheter until the balloon abuts the distal tip of the procedural sheath. Continue to withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy .while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was reported that the deployer felt heavy resistance when inserting a the deployer felt heavy resistance when inserting a 5f mynxgrip vascular closure device (vcd) into a 5f sheath.¿ there was no reported patient injury. The mynx was discarded. There were no any damages or anomalies noted when removed from the package there were no any damages or anomalies noted when removed from the package. The device was prepped normally (i.e. Maintain negative pressure. The access site location was in the common femoral. The deployer was certified on to use the mynx devices.  The mynx 9vcd) was prepped according to the instructions for use (IFU). There was resistance/friction experienced as the mynx vcd was advanced through the sheath.  A secondary failure of ballon loss of pressure (blop) was found during the analysis.